Event description:
It was reported that the procedure was not completed due to this event. A jetstream pv atherectomy system console was selected for use. During the procedure, the device had low power and did not appear to be running as fast. There were no patient complications reported. The procedure was not completed due to this event.

Manufacturer narrative:
Device evaluated by MFR: the console was mounted on the test pole and a functional test was performed. The jetstream console passed functional test without any issue. Additional pump speed tests were also performed on the returned jetstream console. High and low speeds for both inspiration and aspiration pumps were measured and recorded. All measurements were within specification.

Event description:
It was reported that the procedure was not completed due to this event. A jetstream pv atherectomy system console was selected for use. During the procedure, the device had low power and did not appear to be running as fast. There were no patient complications reported. The procedure was not completed due to this event.